Event description:
Boston scientific received information that this right atrial (ra) lead came apart at explant. It is believed that the lead was stuck in the competitors device header. The lead was surgically abandoned as it was unable to be removed from the patient. The device was also explanted and replaced. The lead will not be replaced and programming of the remaining right ventricular (rv) lead was changed so no ra lead would be needed. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.